Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2200992 investigation did not show issues related to the complaint.

Event description:
It was reported that the packaging has holes in it. The sterility is compromised. Not used on patient.

Event description:
It was reported that the packaging has holes in it. The sterility is compromised. Not used on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged. The packaging was observed to be cracked at the top left corner of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73c2200992 was manufactured on 03/28/2022 a total of (B)(4) pieces. Lot was released on 04/12/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.